Manufacturer narrative:
On august 21, 2014 received additional information requested from dr. (B)(6) that the studies were done in a different site than the one that was initially reported on the medwatch. Based on this information, account information was updated from (B)(6). (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device history record (DHR) review cannot be conducted because the device was disposed and no lot number was provided. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products used: product: lasso® nav catheter; us catalog #: unknown; lot # : unknown. (B)(4).

Event description:
Article title: long-term outcome of catheter ablation in atrial fibrillation patients with coexistent metabolic syndrome and obstructive sleep apnea: impact of repeat procedures versus lifestyle changes per a report in the journal of cardiovascular electrophysiology 2014 jun 5. Doi: 10.1111/jce.12468. [Epub ahead of print], a prospective study was conducted on 1,257 patients, by mohanty s of the texas cardiac arrhythmia institute, st. David¿s medical center, austin, texas, USA and et al., to evaluate ablation outcome in af patients with coexistent ms and osa and influence of lifestyle modifications (lsm) on arrhythmia recurrence. Mean follow-up time: 20 months. From the report there was one serious adverse event: pericardial effusion requiring pericardiocentesis. Per the article, other non-serious ae¿s were also reported: 11 events of pericardial effusion occurred. These were conservatively managed with fresh-frozen plasma and protamine. These events are not known to have required intervention/treatment to preclude permanent impairment nor extended hospitalization stay. If additional information is received, we will update information in a supplemental report. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant product: a lasso catheter was also used in the procedures.